Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: it was stated that he was having difficulty in a variety of procedures and his concerns are leaks and bleeding. He originally thought the issues were possibly due to himself (technique, etc.) So tried downsizing cartridge to white on bowel but still had bleeding which required over-sewing. Peristrips were also used which just increased the thickness of the tissue. The surgeon recently touched base with bariatric, upper gi, and colorectal surgeons who have been experiencing the same issue. Some have tried downsizing a color of reload but experienced the same bleeding issue and believe it is due to the changes with the cartridge. The bleeding reported by the surgeon was intraoperative oozing with some instances of reoperation to address the bleeding.

Event description:
It was reported that the surgeon stated that he has given talks to various institutions around the country and had spoken to various trainees who stated that there is bleeding at the staple line. Surgeons are over-sewing staple lines due to this. We added peristrips for a while and then I realized that if I needed to do this, it made no sense.